Manufacturer narrative:
D10 concomitant product: unvca12stf - unvca12stf universal 12 stdfix cannula, lot# j3h3461y unvca12stf - unvca12stf universal 12 stdfix cannula, lot# j3h3461y unvca12stf - unvca12stf universal 12 stdfix cannula, lot# j3h3461y. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic gastric bypass, when inserting the trocars and passing the 5mm laparoscopic instruments, the seal of the four cannulas were damaged. Another device was used to complete the case. There was no patient injury.